Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was not performed due to a damaged usb connector. A receiver boot test was performed and failed due to a damaged usb connector. Functional tests were not performed due to receiver not communicating with the functional tester. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to usb connector damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.